Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that an alert was activated due to the impedances falling outside the normal range for this left ventricular (lv) lead. Technical services, upon consultation, noted that the lead trend data revealed a sharp rise in lv pacing impedance in july. The impedance is currently measured at 2092 ohms. It is advised to conduct an in-clinic evaluation to examine the lv lead's functionality. There have been no reported adverse effects on the patient. The lead is still implanted and operational.